Event description:
The patient had bridle pro as dobhoff tube anchor in place. The green/blue plastic tubing holding it into their nasal septum was cutting into the tissue of their nose. Md notified and orders "receive" to remove bridle leaving dobhoff tube in place. The device is not available for return.